Event description:
Customer reported seeing fog underneath her insulin pump's display screen. She stated it was hot outside and the device may have been exposed to moisture. She holds the device in her bra. She cannot see the settings on the screen. Customer's blood glucose is 140 mg/dl. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
The insulin pump had moisture damage on the display glass. No moisture damage was noted on the mother board, interface board, radio frequency board, motor, vibrator, keypad or battery tube assembly, during the visual inspection. The insulin pump was received with a cracked case at a display window corner, cracked reservoir tube lip, minor scratches on the display window, a missing end cap sticker, a cracked reservoir tube, a cracked reservoir tube window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed ot the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.